Manufacturer narrative:
The field service engineer found the photomultiplier tube's high voltage was below specifications and adjusted it. The calibration and qc results were within range. The customer had no further issues after the service visit. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys vitamin d total gen. 2 results for ten patient samples with a cobas e 411 immunoassay analyzer. Patient 1: the initial result was >100 nmol/l with a data flag. The repeated result was 90 nmol/l. Patient 2: the initial result was >100 nmol/l with a data flag. The repeated result was 56 nmol/l. Patient 3: the initial result was >100 nmol/l with a data flag. The repeated result was 23 nmol/l. Patient 4: the initial result was >100 nmol/l with a data flag. The repeated result was 24 nmol/l. Patient 5: the initial result was >100 nmol/l with a data flag. The repeated result was 29 nmol/l. Patient 6: the initial result was >100 nmol/l with a data flag. The repeated result was 66 nmol/l. Patient 7: the initial result was >100 nmol/l with a data flag. The repeated result was 33 nmol/l. Patient 8: the initial result was >100 nmol/l with a data flag. The repeated result was 31 nmol/l. Patient 9: the initial result was >100 nmol/l with a data flag. The repeated result was 59 nmol/l. Patient 10: the initial result was >100 nmol/l with a data flag. The repeated result was 65 nmol/l. The questionable results were reported outside of the laboratory. The repeated results were deemed correct. The reagent lot number was 529063. The expiration date was requested but not provided.

Manufacturer narrative:
The investigation is ongoing.